Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of leads. During the procedure the new right ventricular lead was placed; however, the physician had difficulty retracting the helix from the patient's heart to reposition the lead. Once removed, the physician made an unsuccessful attempt to rotate the helix mechanism outside the body. The procedure was subsequently completed with a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.